Event description:
Underdelivery reported: 09/26, the pump was programmed to infuse 271.0ml of etoposide at 11.3ml/hr. The infusion was initiated in the chemo infusion suite. The pt was discharged to home with the pump and fluid container in the fanny pack. The pt was scheduled to return on 9/27 at 1300 hrs for assessment and fluid container change. It was reported that when the pt returned to the chemo suite, approx one half of the infusate remained in the fluid container. It was reported that an "error alarm" was noted on the display. The pump was powered off and taken out of pt svc. It was reported that the pt did not hear any audible alarm and the chmo suite staff could not recall the presence of an alarm alert. The physician was notified and there were no med interventions or tests ordered. The chemotherapy protocol continued per cycle schedule. There was no report of pt harm or adverse event. Though requested, there was no add'l info available.